Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified osteo-proximal right coronary artery. The lesion was pre-dilated with a 2.50 x 12 mm non-compliant balloon. A 3.50 x 24 mm synergy was deployed at 16 atm at the lesion site and post-dilated using a 3.50 x 12 mm non-compliant balloon. A type b distal stent edge dissection was then observed. A 3.00 x 20 mm synergy was deployed to cover the dissection and complete the procedure. The patient was stable post procedure.